Event description:
User reports low free t3 results for sixty one patient samples run in 2008. User reports the free t3 reagent pack was changed and the samples were repeated as expected on the new pack. Samples 1 through 36 were initially reported in 2008 and repeated on the following month. Samples 38 through 61 were originally reported original date and repeated on the following month. All results are reported in ng/ml units. Sample 1: initial 3.04/repeat 4.42. Sample 2: 1.79/3.03. Sample 3: 0.528/1.82. Sample 4: 3.67/5.19. Sample 5: 1.49/2.69. Sample 6: 1.30/2.48. Sample 7: 1.81/3.15. Sample 8: 1.76/3.13. Sample 9: 0.975/2.38. Sample 10: 2.81/4.02. Sample 11: 1.49/2.81. Sample 12: 0.999/2.31. Sample 13: 1.63/2.87. Sample 14: 0.593/1.95. Sample 15: 1.63/2.94. Sample 16: 1.34/2.60. Sample 17: 1.64/2.95. Sample 18: 1.11/2.40. Sample 19: 1.40/2.62. Sample 20: 1.11/2.40. Sample 21: 1.37/2.58. Sample 22: 3.66/5.36. Sample 23: 3.13/4.63. Sample 24: 0.991/2.29. Sample 25: 1.43/2.71. Sample 26: 2.89/4.32. Sample 27: 1.44/2.63. Sample 28: 1.44/2.83. Sample 29: 1.10/2.34. Sample 30: 2.15/3.38. Sample 31: 2.01/3.25. Sample 32: 1.86/3.21. Sample 33: 0.925/2.74. Sample 33 also had a second repeat at 2.21. Sample 34: 1.53/2.81. Sample 35: 1.38/2.61. Sample 36: 1.49/2.96. Sample 37: 1.21/2.53. Sample 38: 1.10/2.41. Sample 39: 1.29/2.64. Sample 40: 1.00/2.21. Sample 41: 1.46/2.71. Sample 42: 1.50/2.67. Sample 43: 1.95/3.22. Sample 44: 1.67/2.88. Sample 45: 1.12/2.34. Sample 46: 1.54/2.83. Sample 47: 1.60/2.95. Sample 48: 0.679/1.98. Sample 49: <0.260/1.42. Sample 50: 1.42/2.66. Sample 51: 1.21/2.45. Sample 52: 1.58/2.77. Sample 53: 1.57/2.76. Sample 54: 1.26/2.48. Sample 55: 1.28/2.44. Sample 56: 1.53/2.87. Sample 57: 0.872/2.21. Sample 58: 1.40/2.77. Sample 59: 1.56/2.78. Sample 60: 1.52/2.91. Sample 61: 1.05/2.38. Results were reported to the doctor. No treatment was provided until confirmation testing was done. The user replaced the reagent pack which resolved the issue. The user declined a visit from the field service representative.